Event description:
It was reported that the patient contacted technical services (ts) after experiencing a fall the previous night. The patient stated she had taken a few steps and then suddenly found herself on the floor, without recalling tripping or feeling dizzy beforehand. She expressed concern about whether the fall was related to her pacemaker or other issues. The patient had to call an ambulance following the incident. This device remains in service. No adverse patient effects were reported.